Manufacturer narrative:
A ge rep evaluated the system, and replaced the ffb and gib boards. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
Customer reported dark black lines on both monitors. No pt injury was reported.